Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing separated. The following information was provided by the initial reporter: event 1: material no: 11532269 batch no: unknown; material no: 515003 batch no: unknown (phaseal). It was reported that the facility had a number of events with the phaseal injector coming loose from the end of the tubing, either as the rn removes from the bag or mid-infusion. Event description per email states: I do not have the lot numbers for the affected parts. If/when we have another event I can try to obtain that. I also do not have affected parts for example, the events occurred outside of the pharmacy dept and I think the nurses just replaced the phaseal injector. Also, no adverse events have occurred to my knowledge. Events I do know of: (B)(6) 2020- phaseal injector fell off end of tubing when nurse removed chemo from transport bag. Part # for injector is 515003 and was attached to a alaris short set #2204-0007 that was primed with normal saline. 7/8/2020-phaseal injector fell off end of tubing when chemo bag hung on IV pole. Same part number for injector, this was attached to alaris low-sorb set w/ 0.2 micron filter #11532269 and was also primed with normal saline. I do not have dates for others, but know we have had issues with it coming off the tubing of our tacrolimus continuous infusions during the course of the 24 hour infusion. Those are infused with the low-sorb set #2260-0500 and same phaseal injector.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed on model 515003 because a lot number was not provided by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing separated. The following information was provided by the initial reporter: event 1: material no: 11532269 ; batch no: unknown. Material no: 515003; batch no: unknown (phaseal). It was reported that the facility had a number of events with the phaseal injector coming loose from the end of the tubing, either as the rn removes from the bag or mid-infusion. Event description per email states: I do not have the lot numbers for the affected parts. If/when we have another event I can try to obtain that. I also do not have affected parts for example, the events occurred outside of the pharmacy dept and I think the nurses just replaced the phaseal injector. Also, no adverse events have occurred to my knowledge. Events I do know of: on (B)(6) 2020, a phaseal injector fell off end of tubing when nurse removed chemo from transport bag. Part # for injector is 515003, and was attached to a alaris short set #2204-0007 that was primed with normal saline. On (B)(6) 2020, a phaseal injector fell off end of tubing when chemo bag hung on IV pole. Same part number for injector, this was attached to alaris low-sorb set w/ 0.2 micron filter #11532269 and was also primed with normal saline. I do not have dates for others, but know we have had issues with it coming off the tubing of our tacrolimus continuous infusions during the course of the 24 hour infusion. Those are infused with the low-sorb set #2260-0500 and same phaseal injector.